Manufacturer narrative:
The device evaluation was completed on 10-nov-2023. It was reported that a patient underwent an atrial tachycardia (at) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and before inserting the catheter into the patient's body, despite dilation, it was difficult to insert. Upon looking at the tip, it looked like a hangnail. The issue was resolved by replacing the vizigo¿ with a new one. The catheter could be inserted after it was replaced, and the procedure was completed without patient consequence. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the dilator was found damage. Stress marks was observed on the dilator surface. The damage observed could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device 00002324 number, and no internal actions related to the complaint were found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The issues reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. On 01-aug-2024, additional clarifying information was received which indicated that the previously reported term of ¿hangnail¿ was referring to a deformation/bump on the tip of the catheter. As such, the event was re-assessed and is no longer considered to be a MDR reportable event. The potential risk that a deformed/bump on the tip could cause or contribute to a serious injury or death is remote. Therefore, h 6. Medical device problem code has been updated from break (a0401) to material too soft / flexible (a040608). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone:(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and before inserting the catheter into the patient's body, despite dilation, it was difficult to insert. Upon looking at the tip, it looked like a hangnail. The issue was resolved by replacing the vizigo¿ with a new one. The catheter could be inserted after it was replaced, and the procedure was completed without patient consequence.